Manufacturer narrative:
Product complaint # (B)(4). F10 component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was surgiflo removed after hemostasis was achieved? What type of bleeding was surgiflo used for? Oozing, consistent, massive? What is the surgeon¿s opinion of cause (re-occurrence of bleeding and cusp dehisced)? Was a cause identified? Did the patient have a history of pelvic surgeries? What is the patient status? Recovered? How old is the patient? What was the date of the procedure? What was the indication for using the product? Can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? What is the surgeon¿s opinion as to the relationship of the product to the symptoms? Was medical intervention indicated to treat the symptoms? If so, what was the medical intervention required? What is the current condition of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laproscopictotal hysterectomy procedure on an unknown date and absorbable hemostat was used. The product was applied on the vaginal cuff, after closing with v-lock. Two weeks post-op the patient came back fine. One the third week, there was bleeding found and one side of the cusp was dehisced. Additional information was requested